Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for a proximal femoral fracture. During the surgery, the surgeon found that the spring for the hollow drill bit was lost. Intraoperative x ray confirmed that the spring had not remained in the patients body. The surgery was completed successfully. No further information is available. This report is for one (1) 16mm cann percutaneous hollow drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Visual analysis of the returned sample revealed that laser weld of 16mm cann percutaneous hollow drill bit to secure the spring component to the centering attachment was broken. The spring component was missing and not returned to us cq. The dimensional inspection was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken weld condition of the 16mm cann percutaneous hollow drill bit. While no definitive root cause could be determined, it is probable that the 16mm cann percutaneous hollow drill bit weld was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot, part # 03.037.104. Lot # 15-4087. Manufacturing site: (B)(4). Release to warehouse date: 10 dec2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.